Manufacturer narrative:
Replaced sib(sensor interface board) and flow sensor to fix the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that ventilation stopped with blue screen "sib +5ve2 fail" error message. There was no reported patient involvement.